Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. Patient reported a new symptom of urinary retention that began following their implant surgery. No environmental or patient factors that may have led or contributed to the issue were reported. Rep reported that patient switched programs. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient as they mentioned that the device was implanted three days earlier. The retention got worse day after day, on the third day, they could not urinate at all. They had to use catheters. They were still struggling with some retention. They were still having trouble with the right setting and doctor with representative were not sure what their settings should be. Patient weight was reported.